Event description:
It was reported that customer was hospitalized with high blood glucose levels. Nurse stated that reservoir was empty. Nurse was instructed to have customer call minimed before connecting to pump to get further information.